Event description:
Information was received that a smiths medical bivona tracheostomy tube was found to have a tear and leak in the cuff while in use. The cuff was noted to have blood, where normally there is just sterile water. The sanguineous fluid was then removed from the balloon and refilled with sterile water. Within seconds, it was reported that the balloon was filled with secretions. It was upon removal of the tracheostomy that the tear in the cuff was noted. This event resulted in a tracheostomy changeout for the patient, and the incident is now resolved.

Manufacturer narrative:
One tracheostomy was returned for evaluation. Upon visual inspection, the cuff was found to be completely broken. The customer reported complaint is confirmed. However, after a review of the different verifications that are performed during the manufacturing process to detect leaks on cuff, the most probable root cause is that damaged occurred after the product left the shm facility.